Event description:
In 2003 the co was notified by a third party of an incident that took place at an assisted living facility. Allegedly, this incident involved a resident becoming entrapped under a bed side rail while lying on an air mattress. The co has been told that this mattress was a "sapphire 1100" that they manufacture and distribute to the medical industry. This unfortunate incident resulted in the death of this resident. The co has been in contact with the insurance rep for this facility and the dealer who rented this mattress to this facility.